Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies and no signs of premature battery depletion. Troubleshooting was unsuccessful and the patient will undergo a pocket revision.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies and no signs of premature battery depletion. Troubleshooting was unsuccessful and the patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies and no signs of premature battery depletion. Troubleshooting was unsuccessful and the patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that pocket revision has not yet scheduled. There is no next course of action at this time.